Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred. There was no reported impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue. In addition, it was reported that a cartridge change error occurred. Customer declined to further troubleshoot with tandem technical support.